Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported loss of communication between pump and mobile device. The customer reported carelink log in. The customer reported no adverse event. The event involved product mmt-6101, mmt-7333. Troubleshooting was not performed loss of communication and unable to complete troubleshooting or provide instructions, insufficient information to escalate. Troubleshooting was performed for log in issue and unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return was required for mmt-6101, mmt-7333.

Manufacturer narrative:
We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead the issue was investigated through database application logs. The software support team's thorough investigation of the database application logs found no failed login events in the user's sso logs. This suggests that the user was entering incorrect credentials. Issue was not confirmed by log analysis. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc field. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: I can confirm that there are no recent login events, failed or successful, in the login activity. However, it does appear that the password was updated. Please have the patient follow the following steps: try logging in to the carelink website on incognito mode make sure the username and password are entered correctly disable any password manager or autofill. If the patient is able to login to the website, please have them try logging in to the app again. If the patient is not able to login through the website, then they should reset their password. Then try to login through the website once more. The most likely root cause is incorrect credentials being entered or because of a cache issue in the app. No logs or evidence of a carelink fault or error found. Helpline reported that patient could not be reached for troubleshooting or confirmation of resolution of issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.